Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes that four (4) tubes contained abnormal clumps of yellow additive. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3268499. D4. Medical device expiration date: 28-feb-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 25-sep-2023. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 19-dec-2024 investigation summary batch numbers: 3268499 and 3254974 bd received 164 samples and two (2) photos for investigation. The photos and the returned sample were evaluated and the indicated failure mode for additive abnormality was observed. Additionally, 100 retained samples from each batch number: 3268499 and 3254974 were visually inspected, and additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes that four (4) tubes contained abnormal clumps of yellow additive. There was no health impact or consequence reported.